Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D3 d4 d9 g1 h3, h4, h6: product code: 319.09 synthes lot:4097968 supplier lot: 2071 date of manufacture: 5-apr-2000 a manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Visual inspection: the depth gauge for small screws (p/n: 319.09, lot #: 4097968) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the probe of the depth gage is broken. The broken probe was not returned with the received device. No other issues were observed with the returned device. Device failure/defect identified? Yes dimensional inspection: due to post manufacturing damage the dimensional inspection was not performed. Service and repair evaluation: the customer reported that during cleaning of the instrument, the metal extension to the 2.0/2.4 depth gauge was broken off and the depth gauge can no longer be used. The repair technician reported the probe of the depth gage is broken and missing. Missing parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed - depth gauge for long screws d3.5 mm complaint confirmed? Yes, the probe of the depth gage is broken. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the depth gauge for small screws (p/n: 319.09, lot #: 4097968). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during cleaning of the instrument, the metal extension to the 2.0/2.4 depth gauge was broken off and the depth gauge can no longer be used. Patient consequence is unknown. No surgical delay. This complaint involves (1) device. This report is for (1) depth gauge for small screws. This report is 3 of 3 for (B)(4).